Event description:
Patient presented for a thoracentesis. Thoracentesis tray with catheter was opened and staff was unable to aspirate fluid through the thoracentesis catheter. Four different sites were attempted with the same result. There was no aspiration of fluid or ability to flush fluid. A second thoracentesis tray was opened. Staff were still unable to flush through the catheter prior to insertion in the patient. Both kits were taken out of service. Patient had an x-ray following the procedure and had no pneumothorax. The patient incurred extra aspiration attempts/needle sticks as a result of the event.what was the original intended procedure?thoracentesis.

Event description:
Patient presented for a thoracentesis. Thoracentesis tray with catheter was opened and staff was unable to aspirate fluid through the thoracentesis catheter. Four different sites were attempted with the same result. There was no aspiration of fluid or ability to flush fluid. A second thoracentesis tray was opened. Staff were still unable to flush through the catheter prior to insertion in the patient. Both kits were taken out of service. Patient had an x-ray following the procedure and had no pneumothorax. The patient incurred extra aspiration attempts/needle sticks as a result of the event.what was the original intended procedure?thoracentesis.